Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited low impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between conductor paths. Destructive analysis of the lead found damaged inner insulation at the suture tie region. The cause of the reported event was isolated to the damaged inner insulation consistent with suture tie down forces.